Event description:
Investigation revealed that there was contamination under all of the keypad button contacts. Evaluation also revealed a cracked battery compartment; the battery compartment and battery cap had damaged threads. The pump was unable to maintain an electrical connection due to the damaged battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/07/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: evaluation revealed that there was contamination under all of the keypad button contacts. Evaluation also revealed that the battery compartment was cracked and had damaged threads. The battery cap threads were also observed to be damaged. The pump was unable to maintain an electrical connection due to the damage to the battery cap. Unrelated to these issues, the keypad was found to be peeling. All of the keypad buttons responded appropriately.